Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to a potential electromagnetic interference. The patient was feeling fine at the moment of the issue and shopping at the mall. Technical services (ts) recommended troubleshooting to discard an integrity issue with the ICD system. Provocative maneuvers showed negligible artifacts. The patient indicated that he was actually in the middle of a kinesiology appointment when the inappropriate atp was delivered. Ts suggested that the patient should be aware of the actions/movements done during the appointment to mitigate the reoccurrence of this issue. This ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to a potential electromagnetic interference. The patient was feeling fine at the moment of the issue and shopping at the mall. Technical services recommended troubleshooting to discard an integrity issue with the ICD system. This ICD remains in service and no adverse patient effects were reported.